Event description:
According to the physician, post procedure in 2009, the patient had erosion and a portion of the mesh was removed. In 2010 the patient had erosion again and the mesh was completely removed. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.